Event description:
The customer reported that after using high level fluoro, the system would power down and require a re-boot. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cables were evaluated and reseated. The system was tested and found to be working as intended and returned to service.